Event description:
On (B)(6) 2022 he was supposed to have a minor surgery procedure to remove a "mediastinal tumor" but during surgery a ligasure device broke called a "l hook" causing him to have a heart attack and be in a coma for a couple of days. Discharged from hospital (B)(6) 2022 had 2 heart attacks within 24 hours. Second one killed him. Plus negligence from the hospital staff the whole time he was there. FDA safety report ID# (B)(4).